Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records the patient was revised to address left hip failed arthroplasty, metallosis, small area of inflammation and small tear about the abductors. The patient complaint of increasing pain and the MRI showed an area of soft tissue disruption. Operative note indicated, there appeared some minor disruption along the posterion capsule. It was also indicated in the medical records that the patient has elevated metal ion levels. Doi: (B)(6) 2007 - dor: (B)(6) 2019 (left hip).